Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. The visual inspection of the returned product noted: the obturator, trocar, circular seal and expandable sleeve appeared to be intact. Pmv performed functional testing: the device passed an air leak test. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. A review of the current complaint data reveals no trend for a device related failure for this condition. The reported condition was not confirmed. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a gastrectomy procedure, it was noticed that the top of the product (sleeve) was broken when the device was unpacked. A new device was used to complete the procedure with no issues. There was no patient involved in this event.